Event description:
Use of breg continous flow pain pump identified in legal proceedings regarding a claim of knee chondrolysis for two individuals. The date of event for bh was 2005. In response breg was served legal papers on feb 27, 2009 and product identification was later established, the exact date is not known.

Event description:
Use of breg continous flow pain pump identified in legal proceedings regarding a claim of knee chondrolysis for two individuals. The date of event for cm was 2006. Breg was served legal papers on feb 27, 2009, and product identification was later established, the exact date is not known.